Event description:
Perforator made a tear in the dura. Did not plunge into brain, so no harm to patient.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.